Event description:
Heartflow identified potential oversized modeling of the left main artery in the heartflow analysis.

Manufacturer narrative:
As part of heartflow's internal review, we identified an oversized modeling of the left main artery in the heartflow analysis. Hfid# (B)(6): the investigation determined that the left main vessel was modeled larger than what is indicated in the CT data due to misinterpretation by heartflow's automated technology and inspection process. The centerline placement was not centered in the lumen in error. Heartflow has notified the customer of the investigation results and the physician has not reported a safety event with the patient. A supplemental medwatch report will be submitted if new information becomes available. Heartflow's analysis instructions for use include the following warnings: due to the variability in the heartflow analysis, the ffrct values should be reviewed as one of several clinical data points to be used in conjunction with the patient's original CT images, clinical history, symptoms, and other diagnostic tests, as well as an appropriately trained clinician's clinical judgment, to evaluate the patient.